Event description:
It was reported that grey/black dots and foreign matter was noticed in the packets of the safe-t-centesis 8fr kits. During follow up response it was further reported that the customer found these in the box like this prior to use. Had not been opened or used on patients.

Manufacturer narrative:
H11: a review of the internal manufacturing device record and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections related to this incident was found. It was confirmed that procedural and functional requirements needed for its release were met. One image was provided by the customer for sample evaluation. A visual inspection of the submitted image was performed. The photo showed a single gray or black particle that, based on its appearance, resembles either a human hair or a fine fiber strand. However, the exact nature of the particle cannot be determined from the image alone. Due to the inability to confirm the particle¿s composition, it has been classified as foreign matter. Based on the photo/image visual inspection performed, the reported foreign matter failure mode was confirmed. A total of fifteen safe-t-centesis 8fr kits were received by our quality team for evaluation which included different multiple lot numbers from those initially reported by the customer. During visual inspection, multiple foreign particles were observed inside the packaging, including black and gray dots. Based on the visual inspection performed, the reported foreign matter failure mode was confirmed. Most of these particles appeared embedded in the tray of the kit, which suggests a defect related to the supplier, as this component is externally sourced. A formal investigation was opened on january 16, 2024, to further investigate these defects, and was closed in december 2024. An additional formal investigation was opened to further investigate complaints for issues of foreign matter in safe-t-centesis kits, and implement changes to ensure robustness and prevent recurrence. D9 (device available for evaluation; received to manufacturer on), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction, additional information, and device evaluation), h3 (device eval by manufacturer?), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. Photos were provided; photo review is underway. The investigation is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that grey/black dots and foreign matter was noticed in the packets of the safe-t-centesis 8fr kits. During follow up response it was further reported that the customer found these in the box like this prior to use. Had not been opened or used on patients.